Manufacturer narrative:
The information reported under manufacturer report (MFR) 3004209178-2018-18578 was previously reported under MFR 3004209178-2017-15947. Additional review indicates this information pertains to MFR 3004209178-2017-15947; any additional information related to this event will be reported under this MFR. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation is non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that they believed their implant was causing a lot of trouble. The patient was considering having the device removed. It was noted that the patient was searching for a physician to assist in the removal of the implant. No further complications were reported or anticipated. Indication for use is spinal pain.